Event description:
Caller alleged discrepant inratio2 results. Results as follows: date- (B)(4) 2012, inratio- 2.6, lab- 9.4. No patient information was provided. Customer has three inratio meters and does not know which meter was used to obtain patient results. Reference MDR# 2027969-2012-01615 and 2027969-2012-01616 for other meters.

Manufacturer narrative:
Investigation pending.